Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display flickers and goes black. The display will sometimes turn grey or stay on for about 10 minutes. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display flickers and goes black. The display will sometimes turn grey or stay on for about 10 minutes.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) display flickers and goes black. The display will sometimes turn grey or stay on for about 10 minutes. The unit was evaluated but the reported problem could not be duplicated after being testing for an extended period of time. All steps in the maintenance check sheet were completed per service manual. The lcd and inverter were replaced as a precautionary measure. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.